Manufacturer narrative:
B3: estimated based on good faith effort (gfe) response from sales representative. D2b: additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to difficulties charging. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.